Event description:
During a stage 2 implant impedances were found to have been high on all combinations with contact 11. Impedances were reported to have been in the 23,000 and 24,000 range. The right lead was disconnected from the lead extension site, and impedances were still high. It was disconnected at the battery site and it was still found to have been high. Stimulation was turn on for contact 11 for ¿a little bit¿ and impedances were still high. The extensions were switched and impedances were down to 19,000. Nothing was reported to have been visible on the ends of the leads, and it was reported the lead end looked ¿really good.¿ everything was reconnected again and impedances were down to 6,000. It was noted impedances had at one point been up to 40,000 in the multiple impedance testings done. All other impedances were reported to have been within range. It was further reported contact 11 was stimulated at 2.0v for one minute during the troubleshooting. Impedances were still high. The greater than 40,000 ohms measurement was measured after disconnecting and reconnecting the switched extensions. The extensions were switched back to the original ports and closed. Retesting found the final impedances to have been between 6706 and 8256 ohms. All components were implanted. Two days later it was reported the cause of the issue was not determined. The neurologist wouldn't program the patient¿s device for another week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va0775l, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va0775l, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.